Event description:
It was reported that the device was at rrt (recommended replacement time) today, and wanted to know why it was at rrt so early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.